Event description:
It was reported that during a stenting treatment procedure, a stent positioning problem occurred. An unspecified target lesion was being treated when the physician noted the tip of the epic self-expanding nitinol stent with delivery system moved during deployment. The epic self-expanding nitinol stent then deployed in an unintended location, the physician placed additional unknown manufacturer's stents to treat the target lesion. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).